Event description:
It was reported that the bd viper¿ lt system has screws that have fallen out of the right side of the door so it won't latch. No patient impact was reported. The following information was provided by the initial reporter: screws have fallen out of the right side door so it won't latch.

Manufacturer narrative:
H.6 investigation summary: a failure of the door not closing was reported on a viper lt instrument (p/n 442839, s/n (B)(4)). A bd field service engineer was dispatched and observed that the cam follower on the right hand side of the door had come loose. The bd fse tightened the cam follower and tested the door function several times without errors. The instrument was returned to the customer in working condition. This is a confirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) revealed previous issues, including servicemax case(B)(4). The root cause was attributed to the cam follower backing out of the door assembly. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that the bd viper¿ lt system has screws that have fallen out of the right side of the door so it won't latch. No patient impact was reported. The following information was provided by the initial reporter: screws have fallen out of the right side door so it won't latch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.